Event description:
It was reported that at the start of the phacoemulsification of the cataract procedure there was a slight thermal injury of the cornea. It occurred at the incision during the initial passes in sculpt. It was said the patient had a dense lens. At the end of the procedure, he used a suture to close the main incision. It was said that post op there was no leaking of the incision and it was looking good/resolving well.

Manufacturer narrative:
A jnj representative was present during the event and reported that the event appeared to be the result of not enough fluid around the phaco needle and evacuating enough of the viscoelastic before engaging phacoemulsification power. Manufacturing record review: the manufacturing record could not be reviewed since the serial number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.